Event description:
The event is reported as: "alleged issue: new setup, assembled correctly, medication instilled, pneumatic flow to aerosolize medication, integrate into spring valve neb "t", all of the medication just shoots out of the sides of the nebulizer reservoir." No pt injury reported. Pt current condition is unk.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.